Event description:
It was reported that the pump touchscreen was cracked, unreadable and unresponsive. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. Customer reverted to using an alternate method of insulin therapy.